Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field.device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor: 9/10/2019, electrode belt: 2/18/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 09:02:21, the patient's rhythm was ventricular fibrillation (vf). The response buttons were pressed during this time, which prevented the lifevest from delivering a treatment. It is not known who was pressing the response buttons during this time. At 09:07:14, the patient received the treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf), and the post- shock rhythm was asystole. It was reported that after the treatment was delivered, hospital staff removed the lifevest to initiate CPR. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 09:02:21, the patient's rhythm was ventricular fibrillation (vf). The response buttons were pressed during this time, which prevented the lifevest from delivering a treatment. It is not known who was pressing the response buttons during this time. At 09:07:14, the patient received the treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf), and the post- shock rhythm was asystole. It was reported that after the treatment was delivered, hospital staff removed the lifevest to initiate CPR. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Update as of 07/09/2021: per the download received on (B)(6) 2021, the patient received three additional treatments (two inappropriate and one appropriate) and two non-lifevest defibrillations on the date of passing. Following the appropriate treatment at 09:07:14, the patient was in asystole. The patient's rhythm transitioned to sinus bradycardia at 30 bpm with CPR/motion artifact at 09:14:40 before degrading to asystole with CPR/motion artifact at 09:19:25. The patient received the an inappropriate treatment at 09:19:59. The patient's rhythm at the time of treatment and post-shock rhythm were asystole with CPR/motion artifact. The patient received the second inappropriate treatment at 09:22:09. The patient's rhythm at the time of treatment and post-shock rhythm were obscured by CPR/motion artifact. The patient was in af at 100 bpm at 09:27:27. The patient's rhythm degraded to vf. The patient received a non-lifevest defibrillation 12 seconds after the onset of vf. The patient's rhythm at the time of treatment was vf with motion artifact. The patient's post-shock rhythm was sinus tachycardia at 120 bpm with CPR/motion artifact. The lifevest detected the vf arrhythmia, but the non-lifevest defibrillation prevented the lifevest from delivering a treatment. The patient was in af at 100 bpm with nsvt at 09:29:39. The patient's rhythm transitioned to vt at 210 bpm. The patient received the second non-lifevest defibrillation 9 seconds after the onset of vt. The patient's rhythm at the time of treatment was vt at 210 bpm. The patient's post-shock rhythm was sinus rhythm at 60 bpm with nsvt. The lifevest detected the vt arrhythmia, but the non-lifevest defibrillation prevented the lifevest from delivering a treatment. The patient's rhythm degraded to vf with CPR/motion artifact at 09:31:23. The patient received an appropriate treatment at 09:32:25. The patient's rhythm at the time of treatment was vf with CPR/motion artifact. The patient's post-shock rhythm was sinus rhythm at 60 bpm, which degraded to vf with CPR/motion artifact. The electrode belt was disconnected by hospital staff while the patient was in vf with CPR/motion artifact at 09:32:56.

Manufacturer narrative:
Electrode belt sn: (B)(6) and monitor sn: (B)(6) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Update as of 07/09/2021: device evaluation of monitor sn: (B)(6) and electrode belt sn: (B)(6) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 9/10/2019. Electrode belt: 2/18/2014.